Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for eval.

Event description:
It was reported that during insertion in anesthesia the md noticed that there was a crack in the hub of the needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complication as a result of this occurrence.